Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she believed the leak came from the reservoir but was unsure. The customer had issues with the insulin pump's battery longevity and alarms. The insulin pump alarmed failed battery test. Customer's blood glucose level was 354 mg/dl. The self-test was completed. The device was not returned.